Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases identified one other report against the femoral head. A review of the device history records for the provided product and lot code is no longer required per procedure. A complaint database search against the remaining devices was not possible as the necessary product/lot code combinations were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address pain and metalosis.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation, metal wear/metallosis and elevated metal ions.